Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the 30 std neck trial is not locking with the stem. Believe there is an issue with the locking mechanism. Ready for replacement in the caged area." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '(B)(4), srom neck trl 30 std' got stripped and had assembly and locking issues. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Due to the observed ¿stripped¿ condition of the device, it is not unreasonable to conclude the device would present assembly and locking issues. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the srom neck trl 30 std would contribute to the complained device issue. Based on the investigation findings, caused traced to component and unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code mt0708 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received: "the 30 std neck trial is not locking with the stem. Believe there is an issue with the locking mechanism. Ready for replacement in the caged area". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the srom neck trl 30 std had its teeth surface and the nut assembly worn out. Additionally, the overall device surface had signs of heavy usage. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like assembling the device in a misaligned position for a long period of time. Properly handling and attention to the approved use of the device diminishes the risk of failure. Please see the s-rom 15 ® modular hip system surgical technique 144970200629, page 15, to review the recommended assemblance for neck trials. Nevertheless, taking in consideration the aspect and age of the device (around 17 years), the observed condition can be traced to an end-of-life problem. The lifecycle requirements of the device are event related and depend on the use in clinical practice, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage and as mating device was not returned for evaluation. However, based on the damage observed on the assemblance surface, it is reasonable to confirm the customer had difficulty in the assemblance and locking functionality of the device. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code mt0708 provided is not a valid finished goods lot number. The overall complaint was confirmed as the observed condition of the srom neck trl 30 std would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code mt0708 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary (photo): the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '257630000, srom neck trl 30 std' got stripped and had assembly and locking issues. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Due to the observed ¿stripped¿ condition of the device, it is not unreasonable to conclude the device would present assembly and locking issues. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the srom neck trl 30 std would contribute to the complained device issue. Based on the investigation findings, caused traced to component and unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
I was reported that on an unknown date, the 30 std neck trial was not locking with the stem. It was believed that there is an issue with the locking mechanism. The teeth of the locking mechanism of the neck trial were not locking with the teeth of any of the stems. Therefore, it was not tightening and you can continuously lock it (twist it) without the mechanism actuality tightening. There was no patient consequence.